Manufacturer narrative:
The device history record for unit (B)(6) was reviewed and the product was produced according to product specifications. The actual complaint product was returned to a third party for evaluation. The unit passed system placement test and was found to be performing as expected. Tracings from the incident were reviewed. The tracing observed is inconsistent with the expected pattern of gastric placement of a ng tube. The root cause was determined to be incorrect use. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 14 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. Tracings of the event were provided. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that a right lung placement and pneumothorax event occurred. According to the report, "the rn [registered nurse] was seeing the anterior view and advanced about 10-15cm so thought was in the nasopharynx.. The anterior view doesn't show the tip advanced much yet in the lateral view the ft [feeding tube] is in the right lung. This event did cause a small pneumo [pneumothorax] with the patient requiring a chest tube." Additional information received 19-jun-2020 indicated the tube placement occurred (B)(6)2020 at 1318. The incident was confirmed via x-ray and the chest tube placement occurred (B)(6) 2020 at 1500. Patient was intubated at time of placement and the patient's current status was listed as "patient recovered from incident." Additional information received 20-jun-2020 indicated operator received training in (B)(6) 2019.